Event description:
It was reported there was a clutch fault error. The plungers get jammed all the time. Clutch fault doesn't finish infusion. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: device received on 1/13/2026. H3: the device was received for evaluation. A review of the service history identified no indication that the complaint was related to servicing of the device during the review period. The customer reported a clutch fault error in which the plungers would jam and the infusion did not complete. Functional testing duplicated the reported issue during a plunger travel test, where the pump stopped infusing with approximately 2.5 ml remaining in the syringe and displayed an ¿empty¿ message. The probable cause was determined to be a calibration error. The device was repaired by recalibrating the plunger position.